Event description:
Manufacturer's complaint handling unit confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Suspect device has been returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 426 mg/dl, 249 mg/dl, 179 mg/dl, and 156 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.